Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device passed all labeled longevity and returned product testing. No abnormal findings were observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this device was explanted due to unknown product performance issue related to advisory/recall. No additional adverse patient effects were reported.